Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products- vanguard sskpsc tibial bearing s 12x63/67, catalog # 183822, lot # 936900; vanguard distal femoral augment 60x5 rl/lm, catalog # 184102, lot # 220050; biomet splined knee stem 14x80, catalog # 141614, lot # 555860; vanguard distal femoral augment 60x5 ll/rm catalog # 184122, lot # 816540; biomet splined knee stem 80x12mm, catalog # 141612, lot # 167940; biomet offset tibial tray 67mm, catalog # 141482, lot # 758790; biomet offset tibial tray adaptor 5mm, catalog # 141491, lot # 693900; biomet series a patella w/wr thn 28 1 peg, catalog # 184722, lot # 703820. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital retaining device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05037-1, 0001825034-2017-06296, 0001825034-2017-06297, 0001825034-2017-06299.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.